Event description:
Reportedly, the surgeon fired the instrument which appeared to have fired, the pusher bars had extended but the surgeon suspected that no staples were present in the cartridge. The surgeon was 2cm from the anal verge. The surgeon inspected the area through a scope and left the area opened as the pt received an ileostomy. Multiple surgeons were involved with this procedure as the pt's entire rectum/colon was removed. A cholecystectomy as well as a partial nephrectomy was also performed pt has ulcerative colotis.